Event description:
The company service engineer was informed by the surgeon, that the image reconstruction on the rosa is not correct, when an image with gantry tilt is imported. He attached 2 screen shots, one from rosa, one from inomed.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. A full analysis of the patient folder has been performed. This analysis concluded that the dicoms in the patient folder have been acquired with a gantry tilt and resulted in incorrect image reconstruction due to a known anomaly. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The company service engineer was informed by the surgeon, that the image reconstruction on the rosa is not correct, when an image with gantry tilt is imported. He attached 2 screen shots, one from rosa, one from inomed.